Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, a healthcare provider (hcp) reported the patient was currently receiving the following medications via their implanted pump: compounded baclofen (concentration: 200 mcg/ml, dose rate: 80 mcg/day), fentanyl (concentration: 5,000 mcg/ml, dose rate: 2,000 mcg/day), clonidine (concentration: 200 mcg/ml, dose rate: 80 mcg/day), and bupivacaine (concentration: 20 mg/ml, dose rate: 8 mg/day). The drug lot number of baclofen was not reported. The indication for use was non-malignant pain and chronic low back pain. A pump alarm was heard. Telemetry confirmed the alarm was regarding a low battery reset and safe state was noted. The hcp was considering minimum rate mode. The patient was noted as not having experienced any symptoms. Date of the event was (B)(6) 2015. On (B)(6) 2015, a consumer further reported that the patient's pump has to be replaced. The patient visited the hcp office on (B)(6) 2015 and it was noted that at that time a manufacturer representative was contacted regarding the event. The hcp was told that the pump had to be replaced. The patient's pump had not yet been replaced. The pump was reset and the pump was filled with medication at the appointment on (B)(6) 2015 and the drug delivery was running. The pump was still alarming every 10 to 15 minutes; the critical alarm was described as being a triple alarm. The reporter (consumer) confirmed that the pump was still alarming after the pump was reset. The patient was not having any withdrawal or pump therapy issues at this time. The patient used the ptm and confirmed there were no alarms; the pump and ok symbol was displayed on the ptm screen. The pump alarmed was heard during the time of the report and it was an ambulance sounding tone. The reporter indicated that sometime the pump just beeps and sometimes they hear the ambulance tone which is always a series of three beeps/tones. The patient was not near any strong sources of electromagnetic interference (emi). The pump alarm was noted as driving the patient's nuts. The patient was described as ill and they are having issues getting clearances for surgery. The patient was planning to have surgery in (B)(6) 2015. Physician listings were requested to try to find a surgeon who could replace the pump sooner. The patient could hear the vibration when the pump alarms. It was clarified however that the patient was not feeling vibration from the pump. The reporter confirmed her statement about hearing vibration and said that she just hears the alarm and it was loud. The reporter was redirected to an hcp to have the pump checked. The patient was assisted with using the ptm to check the pump alarm tab. The ptm confirmed no alarm or code. The reporter considered contacting the patient's hcp office and informing them of the alarm they were hearing and to request that the pump be checked. The date of the event was (B)(6) 2015. The pump was noted as having currently administered the following medications: baclofen (concentration: 200 mcg/ml, dose rate: 1.20 mc/day), fentanyl (concentration: 5,000 mcg/ml, dose rate: 29.9 mcg/day), clonidine (concentration: 200 mcg/ml, dose rate: 1.20 mcg/day), and bupivacaine (concentration: 20 mg/ml, dose rate: 0.20 mg/day). On (B)(6) 2015, information was received from a company representative (rep). The pump was read and it was not alarming. The rep did not hear it alarm and the logs were printed and no alarm was active. The pump was interrogated and no alarm code was seen. It was confirmed that a low battery reset alarm sounded a few weeks ago and was confirmed in the logs.

Event description:
A pump reset error code (8474) was present on the ptm (personal therapy manager) on (B)(6)2015.